Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: (B)(4). Software version: 3.8.5 . Color: grey. Battery life remaining: <9 months. Lot # b94yd. Customer reports: that the plunger backs up, and does not push the insulin out. It moves back to the original position. Per visual inspection: dust / contamination noted under dosing window. Unit paired successfully to commercial mobile app. The screw was not bent. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark. However, after attempting several times dispensing doses the debris got dislodged and inpen function properly. The dose button was removed and dust/debris under the dose button, on washer, on the dose detent and dose knob. In conclusion, the customer complaint of leadscrew anomaly was confirmed.

Event description:
Medtronic received information that leadscrew anomaly occurred. There was no adverse impact or consequence reported as a result of this event.